Manufacturer narrative:
The patient required revascularization of the treated lesion. This is being reported as a follow-up to the clinical registry. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. Stellarex 0.035 otw drug-coated angioplasty balloon, paclitaxel drug, 3.9 mg, therapy date: (B)(6) 2017, the stellarex 0.035¿ otw drug-coated angioplasty balloon is indicated for the treatment of de-novo or re-stenotic lesions in the lower extremities to establish blood flow and to maintain vessel patency. Lot #: fra17b22a, expiration date: 03/14/2019, (B)(4), (B)(6). PMA number is not applicable. The device is commercial product with a ce mark that was used as part of a clinical registry. / combination product is applicable. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2017, a stellarex catheter was used to treat the target lesion of the left mid and distal sfa. Approximately 7 months post index procedure, the patient experienced an occlusion. A successful revascularization of the target lesion was performed on (B)(6) 2018.